Event description:
It was reported by the dealer that the unit is displaying one red light and two green lights; rental unit, no patient ID. No patient injury reported, no additional information provided.